Event description:
On 10 oct 2007, the office mgr reported that the driver would not unlock from the screw. On 19 oct 2007, the office mgr responded to an inquiry and reported that attempts were made to remove the screw and were unsuccessful. The event was not associated with patient contact.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.